Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced due to premature battery depletion. This device is not expected to be returned for analysis and no additional adverse patient effects were reported.